Event description:
Reporter alleged obtaining a discrepant blood glucose result of 554 mg/dl on the advantage system compared back to back with a result of 244 mg/dl on a hospital device when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken of treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement was sent.